Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: b3; g3; h2.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Proposed code: mechanical (g04)- drill. B3: event date: unknown day in february 2026. E4: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during orthopedic surgery the flexible reamer weld separated from the shaft while reaming the left femur, and the reamer tip could not be removed from the femoral canal. Attempts have been made and no further information has been provided.